Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated two technical error alarms during treatment. One indicating disabled valves and the other one an internal memory error. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our investigation for the complaint is finalized. The ventilator was investigated on site our field service engineer (fse). The fse contacted our technical support specialist to get an advice to solve the reported problem. The recommendation was to replace the control pc board as in the manual. We did not get any reply from the fse regarding the recommended change. Evaluation of the device logs confirm the occurrence of the reported technical error codes during ventilation mode. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. In conjunction with the unsuccessful reboot attempt, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event. As no parts were not returned for our investigation, it has not been possible to determine the true root cause of the reported event.

Event description:
Manufacturer ref. #: (B)(4).